Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, on the nano meter compared to the hospital meter, within 10 minutes: 70's mg/dl on nano meter and 340's mg/dlon the hospital meter. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.